Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed e8(power interrupt). The patient was unable to confirm the e8 message because the check button would not function. No adverse event was reported. The infusion device was requested to be returned for product evaluation.